Event description:
It was reported that there was an inability to perform a percept pc to percept pc transfer during a procedure. A message indicated an invalid single transfer during the first case. A faulty implantable pulse generator (ipg) was identified. The transfer was attempted three times without success, with the same message appearing each time. A new percept pc was opened, and the transfer was successful on the first try. The same tablet was used throughout the day without issues in subsequent transfers during the second and third cases. It was suggested that the ipg be sent back for analysis. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis performed of the ins (B)(6) revealed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.